Manufacturer narrative:
Concomitant products: product ID 37092, lot# 276480001, implanted: (B)(6) 2011, product type accessory; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3550-39, lot# n279671, implanted: (B)(6) 2011, product type accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the trial went well and gave her relief of her symptoms. The permanent implant doesn¿t work well and while stimulation was turned on the implant caused her pain. The reps attempted to reprogram, but could not get the device to stop causing the patient pain. The patient has had the device off and has not recharged the device for 6 months. Supplemental information received reported that the patient chose to turn the device off because of pain about a year ago. The patient charged the device for a while and then met with the manufacturer representative back in (B)(6) 2012 and then again about 2-3 weeks ago. The representative advised the patient to proceed with a pmr (physician mode recharge), which the patient had trouble doing, she would start and then when the 60 minutes would end, she would try it again. It was noted that the patient would get coupling boxes, but could not recall how long after she recharged her device for. It was noted that the patient¿s recharger had a broken pin connector. The patient was going to contact the manufacturer to get the connector pin issue fixed. Additional information indicated the patient was going to perform a physician mode recharge (pmr) at home and then contact the company representative. It was reported there was an end of service/ end of life message. It was noted the patient¿s stimulation turned off several months post (B)(6) 2011 implant and the patient had not used it since. The patient met with a representative four months prior and was instructed on how to do a physician mode recharge (pmr), the patient history on the process and what happened was not clear. It was noted they could interrogate the device and could adjust amplitude but it would not turn on. There was a 2000 date due to the power on reset (por). It appeared average coupling in past two ¿bars¿ and the last over-discharge was not called in. Patient noted about two months prior they tried to get out of the over-discharge. The patient was showed how to do a pmr and noted they were unsure of what happened during the process at home. Follow up reported the patient¿s battery was at end of service and that the patient would be following up with their physician to discuss their options.